Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during a bolus. Customer's blood glucose was 5.8 mmol/l. Customer was advised the insulin pump need to be replaced. She declined the replacement insulin pump as she was about to receive a new insulin pump. The device is not retuning device.